Event description:
A customer is getting high erratic results of 350mg/dl, 380 mg/dl and 200mg/dl. These test results were all taken within one minute of each other from different sample sights. During the troubleshooting process it was learned that the customer has been using excel off brand reagent strips. The difference in these results, if acted upon, may be clinically significant. It was explained that bayer does not provide or support the use of off brand reagent. The customer did not have the requisite supplies on hand to complete the testing of the meter. The requisite supplies have been sent and the customer has been invited to contact 24/7 customer service line should any problems or questions arise.